Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: device was returned and evaluated. Customer complaint was confirmed. The unit came in and would not boot up completely. After several tries this unit did boot up and indicated that it had a corrupt file. The hard drives were reimaged to fix this issue. This unit was burned in and tested with two orgs connected. The repaired unit was sent back to the customer.

Manufacturer narrative:
Technical support walked the customer through swapping the hard disk drive 2 with hdd 1 and rebooted cns and application and it resumed patient monitoring. Device is being sent in for evaluation.